Manufacturer narrative:
Additional information, b5: upon follow-up, it was reported that the patient has recovered from peritonitis. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The patient was treated with amikacin injection (250mg, every day) and vancomycin injection (1g, every 72 hours) for peritonitis. The cause, hospitalization, patient outcome and action taken with pd therapy were not reported. No additional information is available.

Manufacturer narrative:
B5: upon follow-up, it was reported that the cause of peritonitis was unknown. Antibiotic treatment was ongoing. The pd catheter was removed, pd therapy was discontinued and the patient was transferred to hemodialysis (13 days after the event onset). At the time of this report, the patient was recovering from the event. Should additional relevant information become available, a supplemental report will be submitted.